Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the staples were misaligned and did not work. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the clips would fire but not close and the clips were complete but they were misaligned. This caused the device to just fall and needs to be retrieved. There was no patient injury associated to this event.